Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between (B)(6) 2024 and (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked between the connector. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were identified. A functional test was performed, and the flow of liquid was confirmed throughout the set with no issues. The sample was submitted to an underwater leak test and an air passage test, and no leaks were identified, and no blockages were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.